Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was not reported. Beginning on an unreported date, the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. Antibiotic treatment was ongoing. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis. No additional information is available.